Manufacturer narrative:
(B)(4). Batch # p9285t. Additional information received: is this the first time that the health professional has presented this situation with medical devices? Yes. Does the health care provider consider that the medical device had any defect or difference compared to others it has used previously? No. Did the patient need hospitalization or had hospitalization prolonged due to the problem with the product? No . Was there a delay in the procedure resulting from the malfunction of the medical device? Yes. Did the patient have any harm? No. Patient's antecedents (accident, medical condition, pathology, etc.) To subject the patient to surgery. We do not have access to this information what is the current state of the patient?, i.e. Recovered, is in recovery, recovered. Recovered. The following information was requested, but unavailable: just for clarification, did the device jaws not close to fire the clip? Or did the clip itself not close properly (unformed, malformed, scissored, etc.)? With the additional information, you provided, you have stated that the procedure was delayed. How long was the procedure delayed (minutes, hours)? The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 9 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, at the time of the shot, the device did not close properly to clip the cystic. The clamp was changed in order to continue the surgery. There were no adverse consequences for the patient.